Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported patient just spoke with clinical specialist and she told her to call patient services because she thought it was a controller issue. Patient stated having issues with the controlled not turning the ins off. Patient noted when she tried to turn the ins off, the stimulation started to intensify on its own and shocked her. Patient mentioned it hurt so much. Patient refused to troubleshoot because she was scared she would get shocked. A replacement controller would be sent, it was mentioned controller was having difficulty time shutting off the implant. No further compilation and no symptoms were reported.